Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with a dialysis catheter. The customer states that a customer's pd catheter was placed in (B)(6) 2011 and had a hole in the catheter in (B)(6) 2013 at the adapter site. The adaptor was repaired. The pt received prophylactic antibiotics.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.